Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with below instructions for use (IFU): instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; nozzle has foreign objects; due to damage on right/left knob, right/left knob does not move smoothly; adhesive on bending section cover or distal sheath rubber has a chip; due to clogging of nozzle, water removal ability does not meet the standard value; right/left knob has a scratch; forceps elevator knob has a scratch; adhesive around objective lens is peeled; light guide lens has a crack; distal end cover has a scratch; distal end is deformed; connecting tube has a scratch; adhesive around objective lens is peeled; objective lens has discoloration; objective lens has a chip; scope cover unit has a scratch; forceps elevator lever has a scratch; up/down knob has a scratch; image guide protector has a scratch; flexibility adjustment ring has a scratch; switch1 has a scratch; switch box has a scratch; suction cylinder is shaved; universal cord has a wrinkle; universal cord has a scratch; grip has a scratch; control unit has discoloration; and control unit has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a bad angle. The issue occurred during unknown event and unknown procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the nozzle had foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.